Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure placed a non-bsc stent in the diagonal branch, causing a dissection in left anterior descending (lad) artery. The lad was 1.5mm in diameter and was severely calcified. The physician attempted to treat the dissection in the lad with a non-bsc stent, but it would not cross the lesion. Next, a 2.25mm promus element plus stent was advanced to the dissected area and deployed at low pressure due to the small vessel size, but the physician noted the stent delivery balloon was not inflating normally. The physician felt resistance when removing the balloon and noticed stent foreshortening on the distal segment of the stent by about a third of the length of the stent. No additional treatment was performed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).